Manufacturer narrative:
An auxiliary illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. A known-good lamp was installed into the returned auxiliary illuminator then connected to a calibrated system for functional testing. The sample was found to meet specifications. The returned sample to meet specifications, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the illumination was poor from both lower ports during a surgery. The illumination system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop (tt) illuminator met specifications but the auxiliary (aux) illuminator did not. The aux illuminator was replaced accordingly. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 5, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the aux illuminator module. However, how or when the part became nonconforming cannot be determined conclusively. (B)(4).